Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00752065 case subject: npi 8100 no channel ID account name: st anthonys hospital account #: 1711201 asset name: 8100 pump module v8.5.29.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports no channel ID on their 8100 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: informed customer this is most likely due to the motor control board. Recommended sending in for repair. Customer will call back to send in for repair. Ended call ref:_00d30y0yr._5000l1k1y4e:ref